Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (sn (B)(4)) found the catheter body was broken.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was defective and the patient did not believe the pump ever worked. The patient stated they would go to do the fill and there would be a lot of medicine still in the pump that they would have to remove. The surgeon told the patient that the pump was successfully removed and he thinks the pump was bad and the catheter was not occluded. The pump was delivering dilaudid and bupivacaine.

Event description:
It was reported there was a catheter issue and the pump was not working. A dye study was performed to see if patent. The results were inconclusive. Replacement was scheduled, but note yet performed. The pump was used to deliver morphine. No patient symptoms were reported and the outcome of the event was unknown. Additional information has been requested. A supplemental report will be sent if the information is received.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the catheter was kinked and the patient was not getting the medication in the pump. The additional information was previously reported under mfg. Report # 3007566237-2014-03306 and was now merged with this report. All information going forward will be added to this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a pump and catheter failure that resulted in withdrawal, overdose, failure of therapy, pain, and explant surgery on (B)(6) 2014.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was later reported that the patient experienced chronic low back pain and a possible pump/catheter malfunction. A system replacement was done on (B)(6) 2014, at which time the pump to catheter connection seemed to be normal. A suture was placed around the catheter at the entry into the fascia. The existing catheter was withdrawn from the spinal canal without difficulty. The purse string suture was tightened. No leakage was noted. A 2nd purse string suture was placed. The seal was tested with several valsalva maneuvers and remained dry. The catheter was pulled through and removed. The new catheter was then placed with no difficulties. Following the surgery, the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).